Event description:
It was reported that episodes of non-sustained ventricular lead noise due to noise was observed on the ventricular channel. Programming changes were made. The patient was fine.

Manufacturer narrative:
(B)(4).